Event description:
As reported by (B)(6) hospital, the patient noticed that the hub of one of the PICC lumens had cracked/broken off. The PICC line had been capped, and no bleeding or embolism occurred. "Appropriate interventions were taken and the patient was scheduled for reinsertion of a PICC line." The patient condition was indicated as being "unaffected" by the event. The used catheter was not returned, however, a photograph of the detached hub was provided.

Manufacturer narrative:
In lieu of a reported lot number a ship history was performed to determine the last 3 lots shipped to the reporting hospital in the 6 months prior to the procedure dated. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical september 2014 complaint report was reviewed for the xcela PICC product family and the failure mode "hub extension tubing detached." No adverse trends were indicated. The hospital's reported complaint description is confirmed via the picture provided, however, no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Although a definitive root cause for the failure is unable to be determined, a potential root cause is believed to be erosion of the tubing due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing.